Manufacturer narrative:
The reason for this revision surgery was reported as joint dislocation. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. To adequately investigate this event, the part and lot numbers are necessary, but lot numbers was not provided. If this information is submitted at a future date, this investigation will be re-evaluated. This complaint will be closed pending receipt of additional information. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event.

Event description:
Revision surgery - joint dislocation.